Manufacturer narrative:
Device is a combination product. (B)(4). Promus premier ous mr 24 x 2.50mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. The two most proximal stent strut rows were damaged and the most proximal row was lifted from the stent profile and bent back distally. The od (outer diameter) of the remaining undamaged crimped stent was measured and was within maximum crimped stent profile measurement. The balloon cone wings were folded and were not subjected to positive pressure. The distal balloon cone was slightly distorted by the stent damage. A visual and tactile examination of the hypotube identified a hypotube kink 180mm distal from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). After pre-dilatation was performed with a 2.5x20mm balloon catheter, a 24 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.